Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous front arm shunt vessel. The mustang 5.0 x 40, 75cm balloon was used to dilate the lesion. On the second inflation the balloon was inflated to twenty four atmospheres and ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous front arm shunt vessel. The mustang 5.0 x 40, 75cm balloon was used to dilate the lesion. On the second inflation the balloon was inflated to twenty four atmospheres and ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: a microscopic examination of the balloon identified 4 pinholes in the mid body of the balloon. Two holes were on one side of the balloon and the other two holes were on the exact opposite side of the balloon. The holes are consistent with something puncturing through the balloon wall. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).